Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing. Noise r-wave measured at 2 mv, and daily measurements showed r-waves typically measured greater than 11 mv with 75 percent rv pacing. Technical services (ts) discussed troubleshooting options and programming considerations, such as adjusting rv senstivity to 3 mv fixed. Continued monitoring was recommended. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.